Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a therapeutic liver resection procedure the telfon pad was burnt and metal was exposed. In addition, olympus was also informed that there was a partial detachment of the teflon pad and no device fragment fell inside patient. A ¿seal and cut ¿error was displayed on the generator during the procedure, while the doctor was performing seal and cut using the device. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The procedure was completed as intended using another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad had burnt marks and was partially separated from the jaw, exposing metal. The distal end of the probe was inspected under a microscope and found charred stains on the probe.

Manufacturer narrative:
This supplemental report is being submitted to provide results of DHR review. The OEM reviewed the device history record for the reported device. The review found no related manufacturing anomalies at the time of device release.